Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been having problems with their atrial lead and that they have had to "turn up the voltage". In addition, the patient stated, "I went through a metal detector and it stopped my heart and I hit the floor." Attempts to obtain follow up information with the patient's clinic have been unsuccessful. The implantable pulse generator (ipg) and atrial lead remain in use. No further patient complications have been reported as a result of this event.